Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a discomfort at the pocket site and felt a flopping sensation at battery site. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported that the patient experienced a discomfort at the pocket site and felt a flopping sensation at battery site. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.